Event description:
The 6 dct device was reportedly unavailable to be returned to the MFR for identification, analysis and investigation. However, on 10/9/98 the 6 dct device was returned to the MFR for decontamination, analysis and investigation. The MFR device evaluation results are recorded on section h of this report.